Event description:
Status-post left modified radical mastectomy for breast cancer in 1978; subsequent reconstruction. Pt experiencing progressive deformity and pain in chest. 4+ capsular contracture associated with chest pain, tightness and burning. Concerned about silicone controversy. Reconstruction with tram flap.